Manufacturer narrative:
Further info from the reporter regarding event, product and pt details have been requested. No add'l info is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported concern about "an infection with scaffold implanted in the abdominal wall." It is unk if treatment has occurred.